Event description:
High pacing threshold of v-lead. Admitted for lead revision. The lead was repositioned, but it took 18 turns to expose the screw, so it was decided by dr to replace the lead and return it to medtronic for evaluation.